Manufacturer narrative:
The accu-chek inform ii base unit was received for investigation. A visual examination revealed corrosion on the contact which caused the base unit to charge the meters insufficiently. The investigation determined that the issue was consistent with customer mishandling. The investigation did not identify a product problem. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The product was requested for investigation and has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
We received an allegation of a blackened left charging contact of the accu-chek inform ii meter charging base. The reporter also stated that the base no longer charges. There was no melted plastic observed on the base. The reporter confirmed none of the meters were burnt and that there was no fire or serious injury that occurred.